Event description:
The event is reported as: the package was found torn/broken during incoming inspection. No pt injury/involvement.

Manufacturer narrative:
A visual inspection was conducted on the customer photo. From the photo it was observed that the package is torn/broken. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the device product was not returned. A device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. A document review for fema (product/process) was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.